Event description:
It was reported, that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed, due to 0v. A review of the share logs was performed, and an pair new transmitter message was found within the investigation window. The allegation was confirmed. The probable cause was determined, to be an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
Com- (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was confirmed as a pair new transmitter message was confirmed. The probable cause was determined to be an early sensor expiration. The reported event of a pair new transmitter message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.